Event description:
It was reported that leak occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx closure device was implanted. At the 1-year follow-up computed tomography scan, a peri-device leak was identified. The patient underwent a procedure to place a non-boston scientific transcatheter duct occluder in the leak. The patient has fully recovered. It was further reported that the leak measured 8mm.

Manufacturer narrative:
B5: additional information added.

Event description:
It was reported that leak occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx closure device was implanted. At the 1-year follow-up computed tomography scan, a peri-device leak was identified. The patient underwent a procedure to place a non-boston scientific transcatheter duct occluder in the leak. The patient has fully recovered.